Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2021. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 120, 19). Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 120 - electrical problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to show no visual anomalies. The unit was tested for electrical resistance where it was found that the spot cautery switch was found to have abnormal electrical resistance. A representative retention sample was reviewed with no visual anomalies with the device. Upon further investigation it was found out that they have been stepping on the coag pedal to use the spot cautery and that the generator setting on the new esg 400 were set at 10 for cut and to "effect" at 2 and not cut at 8 and "effect" at 3 as approved by the manufacturer. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular during vein harvesting procedure, the harvester became hot. As per user facility, there were two cases in which the vsp device became hot to the point the scope and camera both became warm causing post-operative concern of a burn that resolved without issue. The first case, the device became warm and the esg sounded an alarm displaying that there was a short in the circuit. The circulating nurse shut the generator off and rebooted it, but the vsp would not work any longer. They brought the older ues-40 into the room and still it didn¿t work. They opened a new kit, hooked it up to the old generator and then completed the case. Further investigation of the end user they found out that they have been stepping on the coag pedal to use the spot cautery and that the generator setting on the new esg 400 were set at 10 for cut and to "effect" at 2 and not cut at 8 and "effect" at 3 as approved by the manufacturer. No known impact or consequence to patient. There was unknown minutes of delay. There were "some" blood loss, but no transfusions needed. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.